Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the vela ventilator alarmed vent in op, motor fault and the unit does not ventilate. At this time, there is no information regarding patient involvement associated with the reported event.